Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was hospitalized due to inaccurate cgm readings. Before going to bed, the patient¿s mother checked on the patient and found her unresponsive, stating she was in a ¿diabetic coma.¿ the patient was taken to the emergency room (it was not specified by who). At the ER, the patient¿s cgm was reading 180 mg/dl, and the bg meter was reading 17 mg/dl. The patient was also wearing a tandem insulin pump. It was not specified what treatment was provided to the patient for hypoglycemia reversal. It was also reported that at some point during this event, the patient¿s cgm was reading 220 mg/dl and the patient¿s bg meter reading was 1100 mg/dl. The patient was discharged home after 3 days. However, the patient refused to provide dexcom with any further event details. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).